Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-00997. It was reported that the patient¿s ipg had reached its end of service and the lead had migrated. Surgical intervention took place wherein the system was explanted and replaced to address the issue.